Event description:
It was reported that the tip of the lead broke while attempting to insert into the patient's existing implantable neurostimulator (ins). Because of this, a new ins was needed. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received noted that the physician was unable to completely insert lead tip into battery head.there was no patient injury. The device was opened, but not used.

Event description:
Additional information. The patient was doing "fine."

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the stimulator found that the stimulator's balseal connector port was damaged. The #2 balseal coil was dislodged and a lead connector sleeve was stuck inside of the port.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).